Event description:
During a paroxysmal supraventricular tachycardia (psvt) ablation procedure, a blood leak was noted from the hemostasis valve. Following insertion into the patient, and after inserting a veiwflex catheter into the sheath, blood was noted from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.